Event description:
Customer states they are seeing hemolysis. Also, a lithium tube spun but the gel sat on top of the plasma, resulting the patient having to be redrawn. Redrawn specimen did not have gel on top of plasma and was usable.

Manufacturer narrative:
(B)(4). No samples were received for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported errors. The cause of the event cannot be determined.